Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review and functional testing. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification as a result of wear and tear of the autopulse platform. The brake gap needs to be readjusted to remedy the fault. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in march 2014 and is more than 6 years old, well beyond the expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data revealed a system error 139 (unable to hold compression position) message, thus confirming the reported complaint. Also, archive data revealed multiple user advisory (ua) 17 (max motor on time exceeded during active operation) error messages. Both error messages are due to the brake gap being out of specification on the drive train motor. In addition, the archive showed a presence of the user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 02 (compression tracking error) errors, unrelated to the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, during device setup for patient use, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message. The manual CPR was immediately performed. No consequences or impact to patient.